Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Pump error 25 found in history file due to connector resistance issue.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. Customer blood glucose value was 189 mg/dl at the time of the incident. The customer assisted with troubleshooting. The customer stated that they were able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer stated that power error detected recurred within a week of troubleshooting of previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.